Manufacturer narrative:
If explanted, give date: not applicable, as lens remains implanted. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zlb00 21.5d intraocular lens (iol) will be removed (explanted) and replaced from the left eye due to sub-optimal acuity (+1.50 and j3). The right eye (od) has a symfony iol and is doing very well. Additional information indicated the patient complains of foggy/blurry vision and glare. No additional information was received.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215

Manufacturer narrative:
Additional information received confirmed the iol exchange took place. The following sections have been updated accordingly: if explanted; give date: (B)(6) 2019 was the planned date; however unable to confirm. Patient code: 3191 - lens explanted. Device evaluation: the product was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.